Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device - uterus,approximately a centimeter from the fundus was an essure device that was buried in scar tissue"), embedded device ("in uterus,approximately a centimeter from the fundus was an essure device that was buried in scar tissue") and pregnancy with contraceptive device ("pregnancy (no complications) / essure failure") in an adult female patient (gravida 5, para 4) who had essure (batch no. 628144) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included back pain, parity 4 ((B)(6) 2012, (B)(6) 1998, (B)(6) 2000, (B)(6) 2008) and tubal ligation. Previously administered products included for prevent pregnancy: loestral and depo provera. Concurrent conditions included degenerative disc disease, pains in legs and retroverted uterus. Concomitant products included cyclobenzaprine hydrochloride (flexeril), panadeine co (tylenol #3) and prenatal vitamins. In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal mycotic infection ("yeast infections"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), nausea ("nausea"), abdominal pain lower ("pain: lower abdominal pain"), fatigue ("fatigue"), weight increased ("weight gain"), ovarian cyst ("ovarian cysts"), back pain ("chronic back pain"), myopia ("vision/eye problems (nearsighted)"), abdominal distension ("bloated") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic procedure with tubal ligation). Essure treatment was not changed. At the time of the report, the device expulsion, embedded device, pregnancy with contraceptive device, myopia, abdominal distension and pelvic pain outcome was unknown and the dysmenorrhoea, vulvovaginal mycotic infection, migraine, headache, alopecia, nausea, dyspareunia, abdominal pain lower, fatigue, weight increased, ovarian cyst and back pain had not resolved. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, migraine, myopia, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she did not underwent essure (or any part of the device) removed.plaintiff ended up having a tubal ligation, but the coils were not removed both side - 3 trailing coils . Diagnostic results: current weight 180 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2018: event "bloated,pain", concomitant drug added from pfs. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device - uterus, approximately, a centimeter from the fundus was an essure device that was buried in scar tissue"), pregnancy with contraceptive device ("pregnancy (no complications) / essure failure") and embedded device ("in uterus, approximately a centimeter from the fundus was an essure device that was buried in scar tissue") in an adult female patient (gravida 5, para 4) who had essure (batch no. 628144) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included back pain and parity 4 ((B)(6) 2012, (B)(6) 1998, (B)(6) 2000, (B)(6) 2008). Previously administered products included for prevent pregnancy: loestral and depo provera. Concurrent conditions included degenerative disc disease, pains in legs and retroverted uterus. Concomitant products included cyclobenzaprine hydrochloride (flexeril). On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fungal infection ("yeast infections"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("pain: lower abdominal pain"), fatigue ("fatigue"), weight increased ("weight gain"), ovarian cyst ("ovarian cysts"), back pain ("chronic back pain") and eye disorder ("vision/eye problems (nearsighted)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic procedure with tubal ligation) . Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, embedded device and eye disorder outcome was unknown and the fungal infection, dysmenorrhoea, migraine, headache, alopecia, nausea, dyspareunia, abdominal pain lower, fatigue, weight increased, ovarian cyst and back pain had not resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fatigue, fungal infection, headache, migraine, nausea, ovarian cyst, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: she did not underwent essure (or any part of the device) removed. Plaintiff ended up having a tubal ligation, but the coils were not removed. Both side - 3 trailing coils. Diagnostic results: current weight (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "vision/eye problems (nearsighted), embedded device were added. Reporter added from pfs. Surgery type was amended. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device - uterus,approximately a centimeter from the fundus was an essure device that was buried in scar tissue"), pregnancy with contraceptive device ("pregnancy (no complications) / essure failure") and embedded device ("in uterus,approximately a centimeter from the fundus was an essure device that was buried in scar tissue") in an adult female patient (gravida 5, para 4) who had essure (batch no. 628144) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included back pain and parity 4 ((B)(6) 2012, (B)(6) 1998, (B)(6) 2000, (B)(6) 2008). Previously administered products included for prevent pregnancy: loestral and depo provera. Concurrent conditions included degenerative disc disease, pains in legs and retroverted uterus. Concomitant products included cyclobenzaprine hydrochloride (flexeril). On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fungal infection ("yeast infections"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("pain: lower abdominal pain"), fatigue ("fatigue"), weight increased ("weight gain"), ovarian cyst ("ovarian cysts"), back pain ("chronic back pain") and myopia ("vision/eye problems (nearsighted)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic procedure with tubal ligation) and surgery (laparoscopic procedure with tubal ligation). Essure treatment was not changed. At the time of the report, the device expulsion, pregnancy with contraceptive device, embedded device and myopia outcome was unknown and the fungal infection, dysmenorrhoea, migraine, headache, alopecia, nausea, dyspareunia, abdominal pain lower, fatigue, weight increased, ovarian cyst and back pain had not resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, fungal infection, headache, migraine, myopia, nausea, ovarian cyst, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: she did not underwent essure (or any part of the device) removed.plaintiff ended up having a tubal ligation, but the coils were not removed both side - 3 trailing coils. Diagnostic results: current weight 180 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.